Event description:
The user facility reported via medwatch that their carr-locke injection needle would not prime before going into the scope. No report of injury.

Manufacturer narrative:
The device subject of the reported event was not available for evaluation. Without the return or inspection of the device, a root cause cannot be determined. The instructions for use states, "carefully remove the tip protector from the distal tip of the needle. Actuate the proximal luer back and forth, visually observing the needle being adequately advanced from the device's distal end. The spring-loaded handle assists in needle retraction; however, always visually check the retraction as well. Note: do not stretch the device because stretching may cause the needle projection length to be altered. Do not attempt to actuate the injection needle with the catheter in a straightened position. The injection needle has been engineered and manufactured with a specific "preload" that is necessary to assure the full projection and full retraction of the needle from the distal hub when the device is in very tortuous configurations." In-service training was offered on the proper use and operation of the carr-locke injection needle, however the user facility declined. The device history record (DHR) for the subject lot was reviewed and no issues were noted. A review of complaint records for the subject lot was reviewed and confirmed this to be an isolated event. No additional issues have been reported.